Event description:
It was reported that the procedure was to treat restenosis in the mid coronary artery. Reportedly, the 2.0 x 20mm rx mini trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at 14 atmospheres. The device was removed and treatment continued without issues. Another unknown balloon was used to finish the procedure. There was no resistance felt during advancement or removal of the device. There was no resistance removing the protective sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.